Event description:
The light fell during a procedure. Light landed on the patient's leg. Patient was not injured.

Manufacturer narrative:
The down tube from the light was returned. It was reported that the welds failed on the down tube. We are unable to determine the root cause of the failure.